Manufacturer narrative:
Pr (B)(6), supplemental MDR, foreign matter. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material #302995 lot #4275759. Rcc received a complaint via email. Email(s) attached product information: product code: 302995, product description: syringe hypo 10cc l/l bx/200 & p52 , lot/serial #: (B)(6) expiry date: unknown. Problem information: product concern ticket number: (B)(4) date of incident: (B)(6) 2025 concern description: nurse was drawing up injectable furosemide using a blunt fill needle and noticed a small grey material floating in the syringe. Occurrences: 1 ea. Sample information incident samples: 1 ea, representative samples: 0.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A small gray material was reported floating inside the syringe. To support the investigation, one sample of a 10ml luer lock syringe was received for evaluation by the quality team. The sample arrived fully assembled and loose. Upon inspection, a dark, elastic, and significantly large foreign mass was observed within the fluid path. Fourier-transform infrared spectroscopy (ftir) analysis was performed on the foreign particle to determine its composition; however, the results were inconclusive. The observed condition does not conform to product specifications and is associated with the assembly process. A device history record review was conducted for material number 302995, lot 4275759. The review confirmed that all visual inspections were performed in accordance with requirements, and no quality notifications related to the reported condition were identified. The lot was inspected and accepted based on the inspection control plan, approved for shipment, and deemed compliant with product specification requirements. To date, no other similar events have been reported for this lot.